Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 27mm via transcatheter valve-in-valve intervention after an implant duration of thirteen (13) years, eight (8) months, four (4) days, due to severe aortic stenosis and moderate regurgitation. It was reported that the patient had tracheal culture showing mrsa and was being treated with antibiotics. The patient was reported to be stable and tolerated the procedure well. Both device remain implanted.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valve, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the event cannot be determined; however, patient issues factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.